Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display and an unexpected constant vibration due to shorted interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via a phone call a blank display. Blood glucose at the time of incident was 172mg/dl. The customer states the insulin pump had a blank display and vibrated without an alarm. The blank display and vibration continued after battery change. Troubleshooting was not performed. The customer declined trouble shooting. The device will be returned for analysis.